Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the pmw35 staples are not forming properly, instead of curling together, the ends splay outward. The problem with the staples not forming correctly was intermittent. Basically the surgeon involved continued with the same device till they were able to staple and complete the case. There was no consequence to the pt.